Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by sickness and the breach was further described as the patient not following proper procedure by continuing to disconnect and reconnect during the therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. While hospitalized, the patient¿s pd catheter was removed and they were started on hemodialysis. At the time of this report, the patient was still in the hospital and was recovering from the peritonitis. Additional information was requested, but is not available at this time.